Manufacturer narrative:
(B)(4). Subsequently the physician elected to implant a new dddr pacemaker, while the old deice and competitor lead were left insitu and deactivated. No further complications were noted with the newly implanted device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon further information this investigation will be updated.

Event description:
Boston scientific received information that this patient was presented to the hospital feeling dizzy. Upon interrogation of the device it was noted that the right ventricular impedances had increased since (B)(6) 2014, but remained within normal range. An increase in pacing thresholds was also noted. A review of the electrocardiogram showed a loss of capture with no escape rhythm. The patient was pacemaker dependent. The device was reprogrammed to unipolar pacing while sensing was in bipolar configuration. The device outputs were also increased. A right ventricular lead replacement was discussed as a possible lead fracture was suspected. The right ventricular lead is a competitor lead. The patient continued to be monitored until being transferred for a revision procedure. No adverse patient effects were reported.

Event description:
-